Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit system on (B)(6) 2014. According to the complainant, post procedure, the patient presented significant urinary retention. A foley catheter has been inserted to correct the problem.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.